Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent an unspecified spinal fusion surgery where rhbmp-2/acs, interbody device, bone graft and instrumentation was implanted. Post-operatively, the patient developed unspecified injuries. No further information was provided